Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2014 - medical records were obtained. Medical records indicate metal on metal reaction, yellowish greenish fluid, debris, scar tissue, and a bony defect. Dob was also identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation alleges physical injury, pain, bodily impairment and elevated metal ion levels.

Event description:
**Update**(B)(4) 2013 - sales rep reported revision procedure. Patient was revised to address pseudotumor. Part/lot were identified. Complaint and associated MDR's were updated. The hip side was provided. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.